Event description:
The monitor had set an apnea led with no audible alarm. Co tested the monitor and was unable to reproduce the malfunction. The monitor audible alarms performed exactly as intended per specification. Both the visual and audible alarms are designed to activate when the respiration rate falls outside the settings prescribed by the physician. The audible alarm stops sounding when the respiration rate returns to normal. The visual alarm is latched, which means that it will not stop flashing when the baby's respiration rate returns to normal. The visual alarm can only be reset manually (by depressing the reset button). Co suspects that an audible alarm did sound but that the caregiver didn't hear it because it corrected itself so quickly. If the apnea limit setting was 15 beats per minute (bpm), for example, the monitor is designed to respond by sounding the audible alarm for 1 second and then resetting while the visual alarm (a flashing led) continues to flash. If the caregiver, doesn't hear the alarm, which is reasonable given its short duration, the caregiver might conclude that no audible alarm sounded even though a visual alarm was activated. Co has never been able to reproduce the failure to activate an audible alarm for an event that produces a visual alarm. Details of the software design causes co to believe that this is not possible in a 2000w device with an otherwise functioning alarm, such as the device in this report.